Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the electrodes. The skin was described as discolored. The patient was given a prescription for a topical antibiotic and neosporin from his physician. After using the topical antibiotic and neosporin the irritation has improved.